Manufacturer narrative:
The unit involved in this event was not returned for investigation; therefore, this complaint cannot be confirmed. A retention sample for 3zzal6x lot qc25, passed the flow test and the pressure drop test. A review of the device history record revealed no production related anomalies. The investigation results confirmed that no anomalies were found that would have contributed to a difficulty to de-air the filter. The information for use (IFU) states, "always vent the arterial filter to a low pressure area to prevent back flow of air through the filter vent port." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the perfusionist noticed air in the pressure dome and was unable to purge the air. This event was initially not considered reportable by terumo when it was reviewed on (B)(4) 2013; however, on (B)(4), 2013, this event became associated with a recall. Subsequently, this event is being reported in response to recall (B)(4): pall filter (B)(4). There was no patient involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.